Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the leak is related to excess solvent at the location of the inlet line and sleeve which weakened the tubing. The excess solvent likely occurred at some point during the hex sleeve manufacturing process.

Event description:
The customer reported that during a donation, after five cycles, they received an alarm, "leak in tubings system". The customer indicated that there was a need for additional medical intervention, but did not specify the medical intervention. Patient information is not available at this time. This report is being filed due to unspecified medical intervention and in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: an optia set was received for investigation. The set was visually inspected. Upon disconnection of the bearing a small tear was noted in the inlet line where it exits the bottom of the centrifuge collar line. The tear at this location is possibly related to solvent that weakened the tubing. The solvent could be from the hex sleeve process or the solvent that is applied to the hex sleeve before snapping the bearing into place. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.